Manufacturer narrative:
This lot was manufactured december 12, 2017 - december 13, 2017. The device was received for evaluation containing approximately 67 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The reporter stated that after the expected infusion time of 100ml/46 hours, there was still drug solution left in the device. The infusor had been filled with fluorouracil and saline. There was no patient injury or medical intervention associated with this event. No additional information is available.